Event description:
It was reported that at 43,000 joules while using the surgical fiber, a fiberlift alert was received and the laser system defaulted to standby mode. The fiber tip was cleaned and the coolant line checked and it was found that the coolant flow was not opened all the way. The procedure was continued until minimal tissue vaporization was observed at 83,320 joules of use; the fiber was replaced and the procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; a radial fracture was also observed proximal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap. Charring of the metal cap and devitrification of the glass cap was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam and or the system will revert standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.